Manufacturer narrative:
The v60 blower assembly was returned for evaluation and tested. A visual inspection of the blower assembly¿s outer surface revealed no evidence of damage or contamination. The blower assembly¿s end cap was removed, and a visual inspection of the impellers and surroundings did not reveal any signs of rubbing, damage, or contamination. The blower assembly passed all testing. The reported complaint of a blower assembly noisy was not duplicated. There were no faults found with the blower assembly.

Manufacturer narrative:
The field service engineer (se) traced the noise to a faulty blower assembly. The se replaced the blower assembly to resolve the reported issue. The device passed performance verification testing.

Event description:
It was reported to philips that the device was making a loud noise from the blower. The device was reported as being in use at the time of the event on a patient. The customer substituted the ventilator with a standby ventilator. There was no patient or user harm reported.